Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/4/2020. H.6. Investigation: one sample was returned to our quality engineer for investigation. The product was visually inspected, no damage or defects were observed on the protector or protector membrane. The protector needle properly penetrated the stopper vial, however, it was noted to be off center. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. H3 other text : see h.10.

Event description:
It was reported that chemo leaked from between the bd phaseal¿ protector p15j and vial during use. The following information was provided by the initial reporter, translated from japanese to english: "chemo leakage from the protector and vial occurred."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that chemo leaked from between the bd phaseal¿ protector p15j and vial during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "chemo leakage from the protector and vial occurred."